Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink nitroglycerin set with duo-vent spike leaked solution from the white junction on the tubing. This occurred during a gravity infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information provided. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage test were performed and a leak was noted. The bushing was separated from the tubing. The reported condition was verified and the cause is unknown. A CAPA has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.